Event description:
Describe event: wire tip broke off.

Manufacturer narrative:
Lot history record review: the incoming receiver lot number is 500013081. The received lot numer was reviewed and nothing was found that would contribute to the reported complaint. The sub assembly lots used for this order are 908043 and 908044. The sub assembly lot history records for the incoming received lot listed above were reviewed for any abnormalities that may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. The guidewire used in this manufactured lot is a lake region guidewire, catalog number 06507703, vendor lot number 06-975763. This lot passed all specification at incoming. Nothing known to have contributed to the complaint was observed. Review of returned sample: the complaint sample is not available for eval. The complaint info has been forwarded to the MFR for further eval. Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for eval. Angiodynamics can not conduct a thorough investigation without an evaluation of the complaint sample. The complaint info has been forwarded to the MFR for further eval. The cause of the complaint appears to be user error. Additional info supplied states, "rather than removing the needle and wire she just tried to pull out the wire that had resistance." The instructions for use indicate the following warnings in order to avoid this type of complaint: "never use force to remove the 0.018" guidewire. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop guidewire withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and guidewire together approximately 2cm and reattempt guidewire removal. Repeat this procedure until the guidewire is easily removed. Once the guidewire is out, advance the catheter into the desired position (zero mark)." "Leaving the guidewire in place, withdraw the needle." "Remove the 0.018" guidewire and the inner dilator from the introducer sheath/dilator set." 'Advance up to a 0.038" guidewire or catheter through the introducer sheath." This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.